Event description:
An aneurx bifurcated stent graft (MFR report# 2953200-2011-01605) was implanted approx 10 yrs ago. The pt most likely was not compliant with follow-ups. The pt presented emergently with an 8 cm distal migration of the stent graft, with a proximal type I endoleak. At the time of migration, the aaa size was unk, and the aortic neck dilated to 32-33 mm in diameter. The migration was therefore attributed to the aortic neck dilatation. A 36 mm endurant bifurcated stent graft system (MFR report# 2953200-2011-01606) was implanted w/o issues to reline the aneurx stent graft, and the migration and endoleak were resolved with good seals. It is unk whether there was any coverage of the renal arteries by the endurant at the time of the intervention. Currently, the pt presented emergently with a large proximal type I endoleak and aneurysm enlargement to 7 cm in diameter. It was reported that the one renal artery was completely covered and one was halfway-covered by the endurant stent graft; the pt also has an elevated creatinine level. The left renal artery currently has a renal stent, which was placed on an unk date. It is unk how the renal vessel coverage occurred. Although the renals are covered, there is still a type I endoleak, as the aortic neck dilated and lost seal. The stent grafts will be explanted at a later date and then retained by pathology. No add'l clinical sequelae reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (surgical conversion to open repair, endoleak, migration), (disease progression, neck dilatation; pt lost to f/u). Conclusions: (disease progression, neck dilatation; pt lost to f/u).